Event description:
Report received from (B)(4), stating the device would not rotate and was not running. The device was not used in surgery. It is unknown if injury or medical intervention occurred. The date of the event was unknown. No additional information is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools.  The investigation is still in process.  When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).